Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-d) was explanted due to infection and sepsis. The patient was hospitalized and treated with intravenous antibiotics. After explant, this crt-d was used for external temporary pacing support. The temporary pacing system was taken out of service when a new permanent system was placed. No additional adverse patient effects were reported.